Event description:
It was reported by legal "patient alleges that arthroscopic surgery was performed in 2005. Patient alleges that the physician informed them that the plastic plate in the prosthesis [insert] was shattered. Patient alleges they had revision surgery in 2005."